Manufacturer narrative:
If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device is still implanted in the patient, therefore unavailable for a physical evaluation. A DHR review was conducted on the anchor to determine if there were any internal processing issues, one dissimilar anomaly was found with no link to the reported failure. A DHR was also conducted on both the sutures that could have potentially been used with the anchor and the results indicate that these batches of the sutures were processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Our results indicate that there were no issues during the manufacture of the product that would have contributed to this complaint condition. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. A potential root cause can be attributed to force exerted while pulling the sutures. We cannot discern a definitive root cause for the reported failure. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) - incomplete. The expiration date is not currently available.

Event description:
The affiliate reported via email breakage of the attachment of the 2 threads on the anchor. Anchor was left in the patient. Additional information received via email from the affiliate on 10-11-2017: the failure occurred when the surgeon wanted to lock his knot, the issue was detected during procedure, there was a resulting surgical delay of 15 min, the procedure was able to be completed with another anchor has been added, alternatives were not readily available, no patient impact. Additional information received via email from the affiliate on 10-16-2017: the suture broke, the original bone hole was used to complete the procedure.